Event description:
Nazawa et al "coronary responses and differential mechanisms of late stent thrombosis attributed to first-generation sirolimus- and paclitaxel-eluting stents" jam coll cardiol. 2011 jan 25;57(4):390-8, report that a (B)(6) male patient was treated with a cypher stent in the rca after presenting with stable angina pectoris. 18 months later, the patient died suddenly. The autopsy findings indicate a localized hypersensitivity reaction.

Manufacturer narrative:
The following additional information was received on (B)(6), 2011: based on high definition x-ray measurements, the size of the stent was 2.5 x 18mm. The cause of death was noted to be an acute posterior myocardial infarction with hypersensitivity reaction to the cypher stent and thrombosis proximal to the stent. The patient expired approximately four months post index procedure. The complaint received via literature article states that the patient suffered mi, thrombosis and hypersensitivity. Nazawa et al "coronary responses and differential mechanisms of late stent thrombosis attributed to first-generation sirolimus- and paclitaxel-eluting stents" j am coll cardiol. 2011 jan 25;57(4):390-8, report that a (B)(6) male patient was treated with a cypher stent in the rca after presenting with stable angina pectoris. The patient expired approximately four months post index procedure. The autopsy findings indicate a localized hypersensitivity reaction. Additional information was received as follows: based on high definition x-ray measurements, the size of the stent was 2.5 x 18mm. The cause of death was noted to be an acute posterior myocardial infarction with hypersensitivity reaction to the cypher stent and thrombosis proximal to the stent. There is no sterile lot number information available thus no DHR review could be performed. Thrombosis, hypersensitivity and myocardial infarction are known potential adverse events associated with stent implantation procedures. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. There is a theoretical concern that incomplete stent apposition in the middle of the stent can result in areas of cul-de-sac formation with blood-flow stagnation that can predispose the patient to stent thrombosis. An enlargement in the external elastic membrane (eem) of the vessel, increasing the vessel volume and the plaque volume found behind the stent indicates positive vessel remodeling. Cardiogenic shock, myocardial rupture and death are known potential adverse events associated with all coronary stent implantation procedure. Sirolimus has potent anti-inflammatory, immunosuppressive, and antiproliferative effects. These potent biologic effects raise theoretic concerns about potential side effects, such as incomplete healing, increased thrombogenicity, necrosis, apoptosis, and positive remodeling. Continued surveillance after des implantation is required to determine the long-term safety. Immune reactions are a known potential reaction the implantation of drug eluting stents within the body. Most stents, both bare metal and drug eluting, are made with a metal alloy, either stainless steel or cobalt-chromium, but all contain nickel. Nickel is a metal that a certain percentage of the population is allergic to. Whether or not the small amount of nickel can cause significant reactions has not been widely studied. The drug to be eluted may contribute to a hypersensitivity reaction; however, it is not known if the patient has a known allergic reaction to the sirolimus on the cypher stent. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what other factors may have contributed to the reported events.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.